Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg pocket was relocated which resolved the issue.